Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy and incorrect interpretation of signal; shocked for supraventricular tachycardia (svt) as the patient had 2 zones set as per doctors request and svt fell in the ventricular fibrillation zone. No intervention was performed. Patient was discharged.